Event description:
The user facility requested a repair for the evis exera iii duodenovideoscope due to image changes. The issue was found prior to a procedure and there was no patient involvement. Upon inspection and testing of the customer returned device, the distal end has foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to b5, due to wear of scope connector cover packing, water tightness is lost, the grip is shaved, the switch box has a dent, the air/water and scope cylinder has no color, the forceps channel port has a dent, the up/down/right/left knob is shaved, the cover of the light guide bundle is damaged, the light guide lens has a crack, the connecting tube has a cut, the distal end is shaved, the adhesive around objective lens has wear and the water tightness of forceps elevator is lost. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the (reportable malfunction) foreign material may not have been removed since reprocessing could not be conducted properly due to leakage from forceps elevator and scope connector cover. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.